Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston rod was not retracting during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a review of the black box did not show any evidence of rewind issues. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no issues occurring. The pump casing was removed and there were no internal defects found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim, faded, and discolored and the piston cap was missing.